Manufacturer narrative:
(B)(4). (B)(6). This product is manufactured by zimmer biomet in (B)(4) and is not cleared or distributed in the u.s., however, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k042757. Customer has indicated that the product will not be returned as it remains implanted to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported a patient who underwent a partial left knee arthroplasty approximately 2 years ago has been experiencing pain and instability. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.